Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and low out-of-range impedance of less than 200 ohms. Surgical intervention was performed to replace the rv lead. During the procedure, the lead was tested on the pacing system analyzer (psa) and the clinical observations were reproduced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.